Manufacturer narrative:
This file was originally submitted as an asr incorrectly as the product is an unknown parietex mesh. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for implant was to address urinary incontinence. The procedure was a laparoscopy and right salpingo-oophorectomy and lysis of adhesions, anterior and posterior vaginal repair, uphold mesh insertion, bilateral sacrospinous ligament fixation, tvt sling insertion and cystoscopy. Concomitant implant: uphold, gynecare tvt, advantage fit. Postoperative complications: following mesh implant surgery she experienced pain, dyspareunia, bleeding, infections and vaginal scarring. On 9/26/2014 the patient had a surgical examination under anesthesia, partial removal exposed anterior vaginal wall mesh, removal/revision prior trans-obturator sling, mid urethral retropubic sling (boston scientific advantage fit product), and cystourethroscopy.